Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received information alleging that the dreamstation 2 device smelled like smoke while in use. There was no reported patient harm. The device was returned to a third-party service center for evaluation. The evaluation found the customer complaint could not be replicated. In addition, the device had error codes e093 (error tc value), e015 (cpu component failure), and e250 (pca component failure). The device was not repaired, and the customer requested that the device be scrapped. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This report is being submitted to correct the previously reported event.

Event description:
The manufacturer received information alleging that the dreamstation 2 device smelled like smoke while in use. There was no reported patient harm. The device was returned to a third-party service center for evaluation. The evaluation found the customer complaint could not be replicated. In addition, the device had error codes e093 (error tc value), e015 (cpu component failure), and e250 (pca component failure). The device was not repaired, and the customer requested that the device be scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.